Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot f301 was conducted. There were no non-conformance related to the complaint. This lot met all release requirements. A review of kit lot f301 for the reported complaint shows no trends. Trends were reviewed for complaint category, drive tube break/blood leak. No trends were detected for this complaint category. A kit and a photo analysis has been conducted for this complaint. From the photos it can be seen that the drive tube is broken at the top of the lower drive tube clamp. Both bearing retainer clamps are closed and the outer race of the bearings are shown to be on the floor of the chamber. The condition of the returned kit was able to confirm that it has been used and that a leak had occurred from a broken drive tube. With further investigation the returned drive tube had shown that there were 2 breaks in the drive tube and a portion of the drive tube that contained the lower bearing and bearing stop was missing. Analysis was able to verify the break occurred around the lower bearing stop. A root cause can not be determined. Investigation complete. (B)(4).

Event description:
Customer has called to report a drive tube leak/ break that has caused a blood leak. The instrument produced an alarm # 7: blood leak (centrifuge chamber). Customer stated photos will be sent as well as the kit being returned. Customer stated that the patient is in stable condition and there are no further request at this time.